Event description:
It was reported that the patient underwent implantation of two preloaded intraocular lenses (iols) and experienced poor visual acuity due to a refractive error. The visual acuity on day 4 was 0.2 for the right eye (od) and 0.1 for the left eye (os), and even at one month postoperatively, it was only 0.4 od and 0.3 os. As no recovery was observed over time, both iols were explanted and exchanged for iols from a different manufacturer. From the day after the exchange, the patient visual acuity improved to 1.0 in the od and 0.9 in the os, and the outcome has since remained stable. Account indicated that the pre-implantation refractive value for the od was 38.48 and for the os was 37.13. The refractive value at the time of the iol's implantation was -1.54 for the od and -2.06 for the os and the target value was -0.31 for the od and -0.52 for the os. The post-exchange refractive value for the od was -0.31 and for the os was -0.56. Additionally, the patient underwent an epiretinal membrane (erm) procedure, and a combined vitrectomy, cataract surgery, and iol implantation for the os. No further information was provided. This report is for the right eye (od) a separate report will be submitted for the left eye.

Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number:(B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.